Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow rate testing with the error percentage rate of -7.028%, and the error percentage rate was within the +/-(5-10)% range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump flow rate was way off during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.